Manufacturer narrative:
B5: updated additional information regarding status of the device.

Event description:
The device was discarded.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. The intensive care unit nurse called to report air in the purge system despite repeated venting. The deairing flap at the top of the system was closed. After opening the flap and deairing twice more, the pump still reported air in the purge system. Only replacing, the purge system completely resolved the problem. The pump is now working without any issues. The staff was satisfied and has no further questions. They are keeping the defective purge system to return for investigation. No patient harm was noted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D1: added the brand name d6b: added the explant date.

Manufacturer narrative:
Additional information has been provided in d3. Priming problem: the cause of priming problem was unable to be determined as limited clinical details were provided and no product was returned for review.